Event description:
A seventy-nine-year-old male patient presented with acute heart failure secondary to non-ischemic cardiomyopathy. Placement of an impella 5.5 device via the axillary artery was planned; however, the surgeon was unable to advance the device into the ascending aorta due to the patient¿s anatomy. As a result, the procedure was aborted and no device was implanted. Unable to implant due to anatomy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.